Event description:
According to the reporter, during the thoracoscopic segmentectomy, when the pulmonary parenchyma is resected, the firing stopped midway. The surgeon replaced it with another reload but the firing also stopped halfway through. Another device from other company was used to resect and complete the procedure. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot # n4k1905y) sigtrsb45axt, sigtrsb45axt 45mm xtr thk reinforced rel (lot # n2k0029y) sigphandle, sig power sigphandle handle (serial # unknown) sigpshell, sig power sigpshell control shell (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.